Event description:
Analysis of the returned device found that the outer body was broken. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the outer body was separated just distal to the hub and was kinked on several places along its proximal shaft length. The outer body proximal shaft was stretched at 5.5cm distal to the strain relief and compressed on several places along its distal shaft length. The inner body was jammed in the outer body. The inner body bumper marker was protruding through the outer body distal end. Efforts were made to pull the inner body out of the outer body but there was a lot of friction and attempts were not successful. The inner body was kinked and separated on its proximal shaft just distal to the hub at 1.8cm distal to the hub. The inner body was also separated at proximal and mid junction. The inner and outer bodies were full of blood. The functional evaluation could not be performed because the stent was not returned. However, a lot of friction was noted when moving the inner body in the outer body most likely due to the observed device anomalies. No other anomalies were noted. The damages noted on the returned device are indicative of friction being encountered during use of the device. The blood found in the returned device can be an indication of inadequate flush; however this could not be definitively determined. The additional information received did indicate that the patient had very tortuous anatomy. Therefore, kinked, stretched and compressed outer body, kinked inner body and friction encountered are most likely due to the tortuous anatomy. However, it is unknown how the outer and inner bodies became broken; therefore, an assignable cause of undeterminable was assigned for outer and inner bodies broken.